Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that her previous ins only lasted or worked for 1.5 years on and off, then it stopped working. No further complications were reported.